Manufacturer narrative:
Without device- or patient-identifying information, it could not be determined if this complaint had previously been reported. A separate report has been filed for the other device explant reported by the physician. A supplemental report will be filed if additional information is received. (B)(4).

Manufacturer narrative:
Conclusion: multiple attempts to obtain additional information from the physician have been unsuccessful. A device history record review could not be performed as the serial number was not provided. With the limited received information, a root cause of the event was unable to be determined. Pseudoaneurysm is a known potential adverse event for this device. Medtronic will continue to monitor field performance for similar events should they occur.

Event description:
Medtronic received information that a physician reported explanting two aortic root bioprostheses due to pseudoaneurysms sometime several years previous. No additional information was immediately available. The physician indicated he would attempt to locate additional details regarding the devices and patient outcomes. The event date reported here is the date that the physician provided the information to medtronic; the actual date of explant is currently not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.